Event description:
It was stated that the customer was hospitalized for low blood glucose with a reading of 100 mg/dl. Prior to the event it was stated that the customer was experiencing low blood glucose levels all day and was found incoherent with a blood glucose reading of 70 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the self test, but there was no tubing clamp available for the high pressure test. No alarms noted in the alarm history. Nothing further was reported as the customer could not remember anything prior or after the hospitalization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.